Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Describe local skin reaction including severity and duration. The premature staple removal, was this done during the procedure or days after the procedure? If done days after, how many days post-op was the patient? Did the staples come out on their own or were they removed by a healthcare professional? Does the patient have any known allergies? Did the patient require treatment to address the reaction? If yes, describe what was required.

Manufacturer narrative:
(B)(4). Additional information it was reported by the customer that following an unknown procedure, the staples caused a local skin reaction causing premature staple removal. No further information is available at this time.

Event description:
It was reported that following an unknown procedure, the staples caused a local skin reaction causing premature staple removal. Also, during the procedure, the staples were not holding the drapes in place with stapling hurk towels.